Event description:
It was reported that the patient never had therapeutic effect. The patient stated that she was not having a ¿real kind of bowel movement¿ and she just drank prune juice to help get a regular bowel movement. The patient stated that it was like before she had surgery with her bowel movements. The patient stated that since implant the device had never worked for her and she continued to have runny stools. The patient had increased to 7.5 volts, but had not switched programs. The patient intended to check with her healthcare provider (hcp) about changing programs. Follow up information reported that nothing further was done with the patient. It was noted that the patient was not using the remote correctly and did not have the stimulation turned up high enough. It was further noted that the patient now knew how to use the programmer. It was later reported the patient had limited therapy benefit. It was noted the patient was on program 3 at 2.6 volts and then they turned it to program 4 and started at 3.2 volts and turned it up to 5.9 volts. It was stated the patient could feel it a little more in the implantable neurostimulator (ins) pocket area and not in the pelvic wall area. The patient thought they had tried program 2 before. Reportedly, it had been four years since the patient had a regular bowel movement and normally they had the ¿runs.¿ the patient stated that since the implant their bowel movements changed to a ¿peanut butter/syrup texture¿ but they had plenty of accidents as well.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0b6zm, implanted: (B)(6) 2013, product type: lead. Product ID: 3037 serial# (B)(4), product type: programmer, patient. (B)(4).